Manufacturer narrative:
(B)(4). Date sent: 9/4/2024. Additional information was requested, and the following was obtained: what was the indication for procedure? Right colon cancer. Did the patient have any pre op radiation and or chemotherapy? No. What two anatomical structures were anastomosed together? Terminal ileum and terminal colon. Please provide exact detail of how the anastomosis was created. What were the devices used in each step? Glc80 w/blue reload for proximal & distal transections. 2-0 silks to hold together proximal and distal lumens. Bovie to create otomies and glc80 w/blue reload to create the common enterotomy. How was the common channel of the anastomosis closed? Sutured with 3-0 vicryl and then 3-0 silk. What was the exact location of the enterotomy in correlation to the anastomosis created to the device? Enterotomy was on the jejunum,far from the staple line. Was there any difficulty with device intra operatively? If yes, what? No. How long after the initial surgical procedure did the patient present with potential leak? 48hrs. What was identified during the re-operation? Enterotomy on the small bowel. Any poor staple formation? No. What was the cause of death? Sepsis. Does the surgeon believe the death of the patient was related to an alleged deficiency of the ethicon device or were there other contributing factors to include patient tissue condition? No- surgeon re-stated that the cause of death was from the enterotomy of small bowel. What was the date of the death? (B)(6) 2024. Would the surgeon like to have a meeting with ethicon? If yes, please give 3 dates and times est. No. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a death file and has been revised to a non-product issue file.

Manufacturer narrative:
(B)(4). Date sent 8/20/2024. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the indication for procedure? Did the patient have any pre op radiation and or chemotherapy? What two anatomical structures were anastomose together? Please provide exact detail of how the anastomosis was created. What were the devices used in each step? How was the common channel of the anastomosis closed? What was the exact location of the enterotomy in correlation to the anastomosis created to the device? Was there any difficulty with device intra operatively? If yes, what? How long after the initial surgical procedure did the patient present with potential leak? What was identified during the re-operation? Any poor staple formation? What was the cause of death? Does the surgeon believe the death of the patient was related to an alleged deficiency of the ethicon device or were there other contributing factors to include patient tissue condition? What was the date of the death? Would the surgeon like to have a meeting with ethicon? If yes, please give 3 dates and times est. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post-op to a colectomy procedure patient was brought back to the or for an enterotomy but not on the staple line. Sales rep was them informed on (B)(6) 2024 that the patient passed over the weekend. No further information was provided to the sales rep.